Event description:
On (B)(6) 2018 the customer received the following results, with two different aviva meters, within 10 minutes: 320 mg/dl (system 1) and 156 mg/dl (system 2). On (B)(6) 2018 the customer received the following results, with two different aviva meters, within 10 minutes: 252 mg/dl (system 1) and 113 mg/dl (system 2). No adverse event reported. The same test strips were used for both meters and results. Return of the suspect device was requested for evaluation.